Event description:
Patient's mother contacted in 2008 regarding tyco/kendall heparin flush 100 units/ml pre-filled syringe recall. Patient had one affected lot in home. Mother reports diarrhea and stomach ache since three days earlier, but stated have recently moved and started new school. Replaced with bd brand of heparin flush. On nine days after the original date: left several messages with family to follow up if symptoms still occurring with new bd brand of heparin. Have had no return call from family. Dose or amount: 5 ml = 500 units. Frequency: every other day. Route: IV. Dates of use: 2008. Diagnosis or reasons for use: implanted port-a-cath patency.